Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This report is based on information provided by local philips swo specialist personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips frx defibrillator indicating that the device issued persistent errors that prevented the device from powering on normally. Available details indicate that the device had exhibited symptoms of a critical failure, and this was confirmed by a review of the device history. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The device was not available for investigation.. Based on the available details, the potential cause of the reported problem was a self-test warnings for hv_caltest_3a. The reported problem and the root cause could not be confirmed because the device is not available for investigation due to a logistical limitation that is preventing the return of the device. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.